Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the universal surgical manipulator (usm) to resolve the reported issues. The usm has been returned and evaluated by the failure analysis team. The reported failure was confirmed and replicated. The usm was tested on an in-house system and passed normal mode. During the 940 test, the unit was disabled due to the link 2 belts being out of tolerance. During the repair, it was noted that the cover link 2 housing and the pulley were damaged by a screw that was stuck. The technician repaired the link 2 housing, cover, and the link 2 pulley. After the initial repair was completed, the unit was then tested on a patient side cart fixture test platform (pftp), and the reported error was confirmed and replicated.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci assisted hiatal hernia surgical procedure, universal surgical manipulator (usm) 2 was making a clicking noise. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.